Manufacturer narrative:
(B)(4).

Event description:
Customer rec'd a blocked set alarm after attempting to deliver a 4 unit insulin bolus with the asante snap insulin pump sys on (B)(6) 2015. She straightened out the infusion set tubing, delivered another 4 unit bolus and rec'd a second blocked set alarm. She then attempted to deliver a third bolus (volume not specified) and rec'd a third blocked set alarm. She then gave herself a 4 unit insulin injection by pen around 5:00pm. She passed out in a parking lot allegedly from a low blood glucose (bg) and was transported to the emergency room by ambulance around 6:30pm. She was given glucose and a glass of orange juice at which time her bg was 171 mg/dl, but an hour water was down to 71 mg/dl. Customer is now doing well but is not longer using the asante snap insulin pump. The customer sated that when she though the blocked set alarms indicating that she did not receive the insulin, so she kept trying to give more insulin. She also indicated that she did not test her bg and she did not look at the snap controller to understand how much insulin was delivered.